Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v842595, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that on (B)(6) 2016, a new implantable neurostimulator (ins) was placed and the impedances were tested that resulted in high impedance values on the right side; the left side impedance values were normal. The right extender was removed, cleaned, and replaced, but the impedances remained high. Both extenders were removed from the new ins and inserted into the old ins, maintaining polarity; impedances were normal. Both extenders were then reinserted into the new ins, maintaining polarity, but the right side impedances were high. The interventions included transposing the lead extenders on (B)(6) 2016 such that the right extender was going into the superior slot and the left extender was going into the inferior slot of the new implantable neurostimulator (ins) component; the impedances were normalized. The etiology was related to the device/therapy, but not related to the implant procedure. It was then stated that the issue resulted in a medical or surgical intervention to prevent a life threatening illness or injury or permanent impairment to a body structure or a body function. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via manufacturer representative (rep). It was reported that the cause as not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a manufacturer representative (rep). It was clarified that the surgical intervention included a repositioning. The lead extenders were transposed so that the right extender was going into the superior slot and the left extender was going into the inferior slot of the new implantable neurostimulator (ins).